Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was determined to be reportable on may 18, 2017. UDI: (B)(4). Lot expiration date is currently not available. Associated medwatch: 1221934-2017-10252.

Event description:
The affiliate reported via email at the time of placing the sheath / cover, the implants broke during a knee arthroscopy. Additional information received via email on 3-30-17 the bio-intrafix sheath, after having dilated in tibia and putting the sheath on the insert, broke into small pieces when it was inserted, the step was repeated with a second sheath and the same happened. The product was replaced and the product which presented problem was recollected. This is the first time that the doctor has presented this situation with this medical device. The surgeon considerate that it had a defect. The surgery was prolonged 15 minutes. The patient does not have any permanent damage. The patient did not need hospitalization. The patient did not need to be reoperated to avoid or correct any damage. The patient did not have any serious damage.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Therefore, we cannot discern a root cause for the reported failure mode. This compliant cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review of the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10252.

Manufacturer narrative:
This follow up medwatch is being filed to correct the date received by MFR date on medwatch-1221934-2017-10253 (initial) from mar 27, 2017 to may 16, 2017.